Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the event involved a male pt. On (B)(6) 2011, while in the medical and toxicology reanimation unit, the pt received arteriovenous external circulatory assistance and an intra-aortic balloon (iab) was inserted via the femoral artery. On (B)(6) 2011, clotted blood was noticed inside the line connecting the iab catheter and the intra-aortic balloon pump (iap-0500f (B)(4)) and the condensation water in the collection bottle appeared to be red colored. It was reported that there was no embolism, no helium overconsumption. On (B)(6) 2011, the counterpulsation was stopped. During removal, the catheter stayed blocked in the iliac artery; the balloon was torn. The pt was injured and surgical intervention was required to remove the iab catheter. Iab therapy was interrupted. Another iab was not inserted. There was a reported pt complication described as right leg ischemia. The pt expired, however the md asserted that the reported incident did not cause or contribute to the pt's death. Add'l info received on (B)(6) 2011 from teleflex (B)(4) stated that the iab insertion type was sheathed. There was no pump alarm on (B)(6) to indicate blood presence. The pump is on maintenance since this event. The pt had 2 assistances: counterpulsation and ECMO (extracorporeal membrane oxygenation). When the counterpulsation was stopped on (B)(6), there was no consequence for the pt, he remained stable under ECMO. Pt decease date: (B)(6).